Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced reservoir unable to lock into place, retainer ring damage, damage (physical or cosmetic), belt clip/holster anomaly. The event involved product(s) mmt-1715k, acc-1601. Trouble shooting was performed and customer reported labeling issue. Product labels reported as missing, removed, worn, faded, or damaged following usage. Customer reported physical damage to the retainer ring on the pump. Reservoir is unable to lock into place. Customer reported damage to the belt clip. No harm requiring medical intervention was reported. Mmt-1715k was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned. No product return is required for acc-1601.

Manufacturer narrative:
Additional information has been received regarding retainer ring recall which was not included in the initial report. So, the recall details were updated. The p-cap unable to lock properly into the reservoir compartment. The following were noted during visual inspection: scratched case, corroded battery tube, cracked case-corner of belt clip rails, broken reservoir tube, partially broken retainer, cracked battery tube threads, cracked keypad overlay, missing serial number label, broken belt clip rails, missing o-ring, and pillowing keypad overlay. Cosmetic damage was confirmed at the battery compartment and retainer during analysis. Confirmed unable to lock into place. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.